Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch. The device was filled with 6000mg aztreonam in nacl 0.9%. The white luer connector at the end of the line had detached from the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.